Event description:
Technician alleged that the bed has not trendelenburg function from the control panel and no manual trendelenburg function available. No injury involved.

Manufacturer narrative:
Technician could not find the cause for the issue. The technician replaced the control panel to resolve the issue.